Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
The customer reported that the check mark on the nav-ring is torn. The customer contacted product support and requested part ID for nav-ring. Product support provided part ID. The customer reported that the unit was not in use on a patient. Product support provided the customer part ID for the front bezel. Repair information was requested from the customer, but no response received.